Event description:
A discordant low immulite 2000 ca15-3 result was obtained for one (1) pt sample. The physician questioned the result due to the pt's history, and the sample was re-tested. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ca15-3 results.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the immulite 2000 instrument data. The tse concluded that the cause of the discrepant ca15-3 results is unk. The instrument is performing within specifications. No further eval of the device is required.